Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
During ivtm therapy, customer noticed the 500ml normal saline bag had emptied. No leak was observed on the on the floor, thermogard ivtm system and patient's bed. Customer examined the start-up kit (suk) (lot #unknown) and saline bag, no leak was observed. The customer flushed the quattro catheter (lot #unknown) and no blood was observed. Quattro catheter suspected to be leaking. The customer replaced the quattro catheter, suk and the saline bag with another 500ml saline bag, and treatment continued with the same thermogard console. Patient temperature was maintained during treatment. Per reporter, the quattro catheter was inserted into the patient's left femoral vein. The dwell time of the catheter was 24 hours. No consequences or impact to the patient.